Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was consistent with the reported complaint of thermal damage.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had thermal damage at the casing around the grasper. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage to the instrument was first observed in css during reprocessing and not during the surgical procedure. No arcing occurred during the last procedure, and there was no patient injury. It is unknown whether the instrument was inspected prior to use, and the cause of the thermal damage is not reported. There is no information on collisions with energy instruments. The affected item has been returned and received for evaluation by the intuitive team. A picture of the instrument after css inspection is available, but no procedural images were provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage yaw pulley to be related to the customer reported complaint. Visual inspection revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. Th instrument's grips were manually manipulated, and the instrument passe the electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed delivered energy 2 out of 2 attempts. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.